Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair t1 and t2 simultaneously deployed from the device. Both implants were removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The t1, t2 and suture were returned, but separated from the device. The delivery needle is slightly twisted. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The described failure is most likely related to the distance between the deployed t1 implant and the needle tip. The suture length may allow the user to deploy the 2nd implant prematurely if the trigger is advanced prematurely or if the needle is pulled back too far from the site. No patient risk is associated with this type of event. No deficiencies were identified within the device history review for this production lot.